Event description:
Patient had initial surgery in 1998, in 2012 doctor replaced the poly and head a grafted some lytic areas. Although the grafted areas healed well the patient still complained of pain. So he ordered a MRI (no pseudotumor). Then he tested for metal. Cr was 1.7, co was 9.7. So doctor removed the head and stem and replaced with a cone conical and biolox head.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had initial surgery in 1998, in 2012 doctor replaced the poly and head a grafted some lytic areas. Although the grafted areas healed well the patient still complained of pain. So he ordered a MRI (no pseudotumor). Then he tested for metal. Cr was 1.7, co was 9.7. So doctor removed the head and stem and replaced with a cone conical and biolox head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.